Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review was requested for this cardiac resynchronization therapy defibrillator (crt-d) due to right ventricular (rv) oversensing of right atrial (ra) pacing. Technical services (ts) recommended reprogramming cross chamber blanking to 85ms and turning on non-sustained ventricular tachycardia (nsvt) alerts. This crt-d remains in service. No adverse patient effects were reported.